Event description:
It was reported that a patient presented with loss of capture noted n the right ventricular lead. The lead was capped and replaced on (B)(6) 2025. No adverse patient consequences were reported.

Event description:
New information received notes that fluoroscopy imaging was used and revealed no lead anomalies.